Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not delivering insulin as it should have been. Customer stated that he was having to give himself corrections in order to get the correct amounts of insulin. Customer stated that while performing a set change, he noticed the reservoir was leaking between the two o-rings. Customer also stated that fluid was visible in the reservoir compartment. Blood glucose level at the time of the call was not provided. No further information was provided.